Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, when the procedure was almost completed, the patient started complaining of bad left leg pain. Hand injection was done via re-access port on left femoral cp. Occlusive flow noted to left leg. The physician tried to get antegrade sheath into left superficial femoral artery for distal perfusion, but it was unsuccessful. The decision was made to remove the impella cp. Left groin perclosed and manual pressure held, and hemostasis achieved. The procedural outcome was the patient survived surgery.